Manufacturer narrative:
The pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. During impella cp support, the patient by accident broke the purge side arm during movement of the other leg. The impella cp was exchanged to an impella 5.5 and the procedure was successfully completed. The patient was stable.

Manufacturer narrative:
The investigation has been completed. Upon investigation of the product, the purge sidearm was confirmed to be broken in half. The root cause of the purge leak was damage to the joint reservoir to filter as stated in the clinical description to have been broken during patient movement. F.6 and f.8 dates were reported on manufacturer device report number and should not have been.